Event description:
A customer reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Upon contacting technical support, the customer was guided through a pump reset, which resolved the issue, allowing the sensor session to start successfully.